Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) sensor and a torn upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and uso seals.

Event description:
It was reported that the distal occlusion pressure membrane was badly bubbled. The event occurred during testing, and there was no patient involvement. Device evaluation revealed that the downstream occlusion seal was peeling off, and the upstream occlusion seal was starting to tear.